Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and placed and driven on an in-house system. The large needle driver passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The large needle driver passed the bumper test with no issue. The instrument initiated a suture test with a large needle with no gripping issue. The instrument was re-tested and passed the intuitive motion test on both attempts. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was not holding the needle properly and the needle was spinning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted the issue occurred with the surgeon¿s head inside the surgeon side console¿s high resolution stereo viewer (hrsv) while the surgeon was attempting to manipulate instruments. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. No there wasn't any shakiness and friction experienced. There was no instrument-to-instrument or system arm-to-arm interference and no external collision. The issue was persistent. The instrument was replaced by a new one. There was no patient injury. The device was inspected prior to use and no damage was noted.